Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2009 and system diagnostic results revealed high impedance (dcdc -7). Review of the available diagnostics history found normal diagnostics results through 06/08/2007. No patient adverse events were reported. No known surgical interventions have occurred to date.